Manufacturer narrative:
D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, not provided. E1: email address: requested, not provided. The actual sample was evaluated by tc. Reference photos of one catheter assembly and thirtyseven pieces of unopened samples were received. The liquid leak in the tube near the hub tip. The catheter was punctured inside the hub. The appearance of the hole shows that the catheter tube was punctured from the inside. The retention samples were visually inspected to check for any damage or holes in the catheter tube; none were found. The samples were also evaluated for the leakage test. There should be no bubbles coming from the catheter tube. All samples showed passed results. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. During the needle and catheter assembly process, the needle is picked and inserted into the catheter assembly with the aid of a needle guide, while the catheter is being pushed by the catheter guide to prevent the occurrence of the needle sticking out. The assembled needle and catheter assembly undergo silicone coating that allows smooth penetration of the needle and catheter into the skin. The machine runs under validated parameters. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube conditions. The catheter tube and catheter hub fitting test is conducted during the production process. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. Proper instruction for the usage of the IV catheter device, including warnings, "if repenetration is inevitable since the vein cannot be secured or the catheter came off etc., use a new product [catheter may be stripped off or the catheter may get damage]" is fully addressed in the instructions for use (IFU) indicated on the unit box. From the previous two fiscal years to the present, we received a total of five (5) complaints for the same issue. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. Based on the results of our investigation, the root cause of the complaint is confirmed as not related to our product or process. Tc has confirmed that the actual sample was punctured from the inside by a needle, as observed on the hole. Most likely, the needle is reinserted into the tube during catheter placement. It was only during catheter placement that the hole was discovered, since the blood leaked. The retention samples from the reported lot were inspected, and there was no damage or hole in the catheter. The samples also evaluated for the leakage test showed that all samples passed. The leakage of blood during customer usage is due to a hole in the catheter tube. The catheter can be damaged during insertion if the needle is moved back in, if the catheter is pushed back over the needle, or if too much force is used. However, this is uncommon and can be prevented with proper technique. The device is designed to be safe when used as instructed. We have controls in place to prevent damage or holes from transferring into the product during manufacturing. We also conduct routine inspections to check the condition of the products and confirm the leakage test. This is also one of the check items for outgoing inspection. Therefore, we advise following the precautions and warnings to avoid damage during the proper usage of the IV catheter. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
Terumo corporation received the following reported information: the user facility reported that when puncturing the patient, blood leaked around the connection between the catheter and the hub. The user insists that they did not reinsert a withdrawn needle. Additional information was received on 06-mar-2026: tc sample evaluation was received. One (1) actual sample (catheter part only) was returned. The serial no. (B)(6). A trace indicating that the catheter was punctured was confirmed inside the hub area. The puncture appeared to be mountain shaped. When the liquid flow was checked. Leakage was confirmed at the root of the catheter tube. In addition, thirty-seven (37) pieces of unused samples were returned. No anomalies were observed in the unused samples.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct sections d9, h3, and h6.